Event description:
Report received of rubber needle port breaking loose. The pt was positioned in a lateral position for access to the chest during a thoracoscopy surgical procedure. The pt became hypotensive and ephedrine was injected into a port of the tubing. When the needle/syringe was retracted, the rubber port broke loose causing a backflow of blood and the medication. The anesthesiologist manually pushed the rubber port back into the tubing and administered the medication. There was no blood loss and no damage to the IV access site. The troubleshooting required several minutes, but the pt condition remained stable. It was reported that there have been several (number not specified) non-documented and non-reported incidents of this type since implementation of the product in 10/1999. There have been no reports of pt harm in any of these incidents. No additional info is available.